Manufacturer narrative:
(B)(4)- RMA has been initiated for this issue. Model rha450-1, serial number/date code (B)(4) is approximately eight year old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4) - the dealer reported that the rha450-1 hydraulic lift pump was functioning intermittently, and it would take a while to start rising after command. There was no injury reported.